Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Imagery was provided which showed the patient¿s access vessel is sufficiently sized with tortuosity and calcification near the aorta bifurcation / lower abdominal area. Frame damage was confirmed, with the strut bent outward on the outflow. A liner tear was noted, along with bunching at the distal tip. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to this event. A review of lot history revealed no other complaints for damaged valve frame during use. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a pre-existing product risk assessment and corrective action / preventative action (CAPA), which captures root cause analysis for the issue. The IFU, device preparation manual, and supplemental procedural training manual were reviewed for instructions related to the complaint. The operator is instructed to inspect the valve for any signs of damage to the frame or tissue before use. If push force is too high or the valve is initially stuck, zoom in and rotate the c-arm to ensure the valve and sheath are not damaged. It is important to not over-manipulate the sheath at any time. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event regarding the valve frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, difficulty was encountered during device removal due to the valve strut being caught on the sheath seam that had split during device advancement. It is possible that during the retrieval of the delivery system, additional force was used to overcome the resistant felt and resulted in the bent strut. This can be evidenced through the observation of liner bunching near the distal tip of the sheath and slipping of the valve to inflation balloon upon retrieval. Additionally, imagery showed calcification near the aorta bifurcation. It is possible that the valve could interacted with the calcium and bent back the frame strut during device retrieval. As such, available information suggests that procedural factors (excessive device manipulation due to withdrawal difficulty) and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A CAPA has been initiated to capture further investigation and corrective / preventative action activities related to the high resistance during delivery system insertion and valve frame damage for the sapien 3 ultra / commander delivery system configuration. Since no product non-conformances were identified, a product risk assessment escalation is not required; however, per management discretion, a product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for the sapien 3 ultra with the commander delivery system and esheath configuration. This case is within the scope and is one of the events identified in this product risk assessment.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12865. UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case in the native aortic valve, the esheath split and externalized the device through the seam. Additional information was received from the fcs. Only the clear liner tore. The blue hdpe material appeared to be intact. The tear seemed to occur during advancement of the delivery system and valve through the sheath. The physician stated there seemed to just be normal resistance, as is common with usage with an s3 ultra valve. After removal of the delivery system, the larger diameter of the sheath exiting led to a larger 16f sheath being needed to occlude the vessel hole to proceed with tavr. The 16f esheath was used as the access sheath. Once the 14fr exited the body they chose to use the 16fr sheath due to the larger diameter of the arteriotomy. Because the hole in the femoral was much larger now after the delivery catheter had exited the body it was felt that a larger sheath would occlude the arteriotomy to proceed with the procedure and reduce blood loss around another 14fr sheath. The femoral artery was repaired with suture. Images received show a bent valve frame strut. A second 26mm sapien 3 ultra valve was able to be successfully implanted.